Event description:
Pt underwent decompression and fusion l4 to the sacrum on 6/26/91. On 6/16/94 pt underwent revision surgery. Rods were noted to be fractured distally bilaterally. A refusion was performed l5-s1 using iliac crest bone graft.